Manufacturer narrative:
Medwatch sent to FDA on 09/11/2015. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of "severe sore, red, itchy, raw hives," "rash," "not being able to sleep" and "felt distant" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days¿ duration." Adverse events: ¿the most common injection-site responses for juvéderm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.¿ post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache." "Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess." "Serious adverse events have infrequently been reported for juvéderm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain." "The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. Additionally there have been reports of nodules, infection, and inflammation." "The onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days."

Event description:
Patient reported that after injection with "juvederm," the patient experienced "redness on the face." Patient also reported that they developed a "severe sore, red itchy hives and a rash all over [their] body," which started on the arms then spread to the neck and ears. Patient noted that the rash was "everywhere except on [their] face." Patient also reported not being able to sleep during the "hive event," and that the "hives" were on [their] entire body but worse on [their] chest, where they were considered "raw." Patient noted that the "hives" lasted 3-4 months and are now resolved. Patient also reported the while driving, they had an episode where they "felt distant." Symptoms were treated with "ice, an unknown cream and an unknown steroid." Patient was injected with botox a few days prior to injection with the dermal filler. Biopsy of hives determined that the "hives" were "photosensitive" and occurred likely from something that was touched or eaten. The patient was taking nexium and multivitamin concomitantly.